Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low readings. The customer's blood glucose reading was 26 mg/dl. The customer stated that her husband found her unconscious. The customer stated that the paramedics were called and the customer had a low predict. The customer was treated at the hospital. The customer was given IV and infusion glucose. The customer was not in a vehicular accident. The customer was advised to call back if further assistance is required.